Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th june 202, it was reported by an arthrex's employee via email that for an ar-5100-08, graftbolt®, tibial, 8 mm, the anchor broke during insertion. This was detected during a reconstruction of anterior cruciate ligament surgery on (B)(6) 2025. The case was completed successfully by using another new ar-5100-08. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The picture does not confirm the complaint allegation, as the damage appears to be limited to the sheath component. It does not confirm the reported failure of the anchor/screw. At this time, we are unable to verify the specific allegation based on the evidence provided. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0173-eo rev 0 g precautions, 5. Do not apply excessive impaction forces to the graftbolt upon insertion into the tibia, as this may cause damage to the implant. If there is difficulty upon insertion, remove the device and redilate the tunnel. 6. Do not apply excessive torsional forces to the screw upon insertion into the sheath. Caution: failure to fully seat the screwdriver in the screw socket or malalignment between the screwdriver and screw socket may result in damage to the screwdriver or the implant. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.